Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Event description:
According to the reporter during a laparoscopic hernia repair procedure the device ruptured within the abdomen as it was extracted from the trocar. It was also reported that operative time was delayed or increased by more than 30 minutes due to the device malfunction. A fragment fell into the cavity and surgeon was able to complete the procedure as another device was readily available.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) concurrently with engineering led an evaluation of one photograph of the device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an engineering review of the photograph. Engineering could not determine the cause of the damage as the device was not returned for investigation. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the damaged device. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Since the device was not returned for investigation, the file will be closed as a could not be reliably determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.